Event description:
It was reported that the patient had an echocardiogram (echo) on (B)(6) 2020 that showed a mildly dilated right ventricle (rv) with moderate dysfunction prior to implant on (B)(6) 2020. Echo performed on (B)(6) 2021 showed rv more dilated with severely depressed systolic function. It was reported that the patient exhibited symptoms of malaise, shortness of breath, and fluid retention. Of note, the patient was not taking medications as prescribed prior to this admission due to psychosocial factors. Patient was diuresed inpatient. Placed back on po regimen. The customer did not considered the right heart failure to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricular dysfunction could not be conclusively determined through this evaluation. The account reported that the patient was admitted with fluid overload on (B)(6) 2021. An echocardiogram (echo) was performed on (B)(6) 2021, which revealed a dilated right ventricle with severely depressed systolic function. The patient reportedly had symptoms of shortness of breath, malaise, and fluid retention. The patient was started on inotropic support and was diuresed. It was also noted that the patient was not taking medications as prescribed prior to this admission. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 26dec2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2021 with fluid overload. Patient was started on inotropic support and diuresed. Echocardiogram revealed right ventricle (rv) was severely dysfunctional. The patient was re-educated of the importance of being compliant with his diet and fluid intake. Inotropes were able to be weaned and patient was discharged home (B)(6) 2021.